Event description:
It was reported to boston scientific corporation that a transbronchial aspiration needle (tban) device was used during a biopsy procedure performed in the lungs.according to the complainant, the tban device did not have suction, due to a hole in the sheath. The hole was noticed, when they realized they weren't getting suction; the device was removed from the scope, and they saw the hole. The hole was approximately an inch and a half above the needle. The procedure was able to be complete with another tban device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.a preliminary investigation was performed on the returned tban device. No hole was found at any point along the length of the device, during the preliminary investigation. This event has been deemed a reportable event based on the final investigation results on (B)(6) 2011; cuts in sheath.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4): a full visual evaluation found that residue was present on the needle and hub. The syringe was removed and revealed that the handle luer had been stripped; this is most likely due to over tightening the syringe onto the luer. No damage was observed to the syringe luer. Cuts were observed to the outer sheath just proximal of the protective hub. A functional evaluation was performed and found that it was difficult to advance the needle. However, when the needle was fully extended heavy residue was noticed on the needle, which is likely why it was difficult to advance. When water was injected through the device, it leaked in multiple places were the outer sheath had been cut. The device was unable to generate a good vacuum, likely due to the cuts in the outer sheath. It is unknown how the sheath became damaged. It is possible that anatomical or procedural factors were encountered that may have contributed to the cuts in the sheath. A review of the device history record (DHR) was performed; no anomalies were noted.